Manufacturer narrative:
(B)(4). Batch # r57m02. Investigation summary: the ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. After further analysis of the reload, it was notice that the top of the one piece sled rails were deform. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The damaged on the one piece sled, is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the firing trigger could not be activated. Trigger jammed. No harm to patient.